Event description:
Patient reported " implant rupture - confirmed by MRI, pain, general discomfort, shape of breast has changed, anxiety. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of anxiety and pain are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture, pain, general discomfort, shape of breast has changed,¿ and concern with product.¿

Event description:
Patient reported " implant rupture - confirmed by MRI, pain, general discomfort, shape of breast has changed, anxiety. Device remains implanted. This relates to the right side.